Event description:
Customer reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully reset the pump, which resolved the issue and allowed the customer to start their sensor session without any further error codes.